Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had interface problem. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the interface problems and patient information was delayed. A technical support specialist (tss) verified on es and did not receive anything for meditech_adt_coccbm. The tss had restarted the mbm on the carefusion coordination engine (cce) but still did not receive anything. The tss had sent an email to the customer asking them to check on meditech's side. Hca had confirmed that verified on server and viewed new messages was coming in and issue was resolved on their end. The system functioned as intended after the technical support specialist troubleshot the device.